Manufacturer narrative:
A visual inspection of the device sample was conducted. A crack was noted on the product's housing. It is very unlikely that the issue happened in the manufacturing site. This kind of defect would not be released for shipment. This defect can be detected during visual inspection at the packing area, as well as quality inspection. Simulation tests were carried out on samples obtained from production to identify a possible root cause. This included carton drop test and load test. A device history record review was conducted and showed that all manufacturing processes were executed according to standard manufacturing procedure. There was no indication of quality inadequacy related to the complaint. The complaint cannot be confirmed. It is unlikely for the broken product to be shipped to the customer. Simulation tests proved that there is no implication at manufacturing area that may lead to this product failure. The reported failure could not be replicated on the samples obtained from production.

Event description:
The event is reported as: the customer reports that there is a crack on the housing of the device.